Event description:
It was reported that during a supply change the user expended approximately 100 units of insulin without observable insulin drop, with tactile insulin noted at the luer connector upon cartridge removal, consistent with a connector leak; after replacing the cartridge and luer connector, insulin delivery resumed and the supply change was completed successfully. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no interruption to therapy after corrective action and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a probable leak at the luer connector that resolved with component replacement, with no device alerts or alarms reported. It was concluded that the event was attributable to a leaking connector that was corrected by replacing the cartridge and luer connector, and the device functioned as expected thereafter.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.